Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor was blank. Upon functional testing fse found empty cmos battery which restricted the system to boot up successfully. To resolve the issue fse replaced the cmos battery and updated the configuration on bios. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to initialize. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.